Event description:
The customer reported, the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative contacted the customer by phone and directed the customer to check the fuses. The customer found a loose fuse and reseated it. System operates as intended.